Event description:
Reporter stated that patient was experiencing pain with stimulation. A systems diagnostic test resulted in a high lead impedance reading, indicating a possible device malfunction. Generator was set to zero for patient tolerability. The surgeon evaluated x-rays which did not show any anomalies. After the generator was set to zero the patient's medications were increased. Patient reported that with the increase in medications he was tolerating the night seizures and requested to not have the device replaced even though he had been receiving benefit from the vns system. The vns generator and lead were explanted and discarded by the site.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.